Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and adverse event was reported. The patient stated during the night they woke up and felt ill. They stated the g5 mobile application had signal loss and checked their blood glucose level which was 19 mmol/l. The patient treated themselves with insulin and at the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for investigation. A review of the data log confirmed the reported event of loss of connection. The probable cause was the transmitter and app were unable to establish a connection.